Manufacturer narrative:
H10: h10: through follow-up communication under previous complaint from the same hospital, livanova also learned that: reusable blankets are used at the hospital; the water quality monitoring is applied and the h2o2 is checked every day as prescribed by device instructions for use; when the device is not used, it is stored drained; h2o2 is added when the water in the tanks is changed (each 7 days); a disposable pall-aquasafe water filter with an 0.2 m membrane or equivalent performance filter is used for tap water. Based on the above, it can't be excluded that the reusable blankets may have caused/contributed to the reported contamination since it is a contamination source, thus the root cause of the reported event can be traced back to a failure to follow device instructions for use.

Event description:
See initial report.

Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in nantes, france. Through follow-up communication, livanova learned that prior to initial operation and prior to storing the heater-cooler, its surfaces and water circuits are disinfected; the device is placed inside the operation theater during use, at an estimated distance between the surgery field and the device of about 2.5 meters. It is unknown how was the fan of the device positioned, inside the operation theater. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with high bacteria count (110 cfu/ml), during post-disinfection water sampling test. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.